Event description:
It was reported that while on (B)(6) to (B)(6), pt needed a refill. A physician that was not experienced with implantable pumps helped the pt with the refill. When emptying the pump, the old drug backed up in the tube. When emptying the pump only the tube was filled with old drug. The physician believed that the pump was empty on old drug. During infusion of the new drug, the new drug ended up subcutaneously in the pump pocket. The pt was observed (B)(6) at intensive care and needed to be transported to another hospital to do the refill in (B)(6). It was later noted that there were no specific symptoms, the pt was a little more tired. He received "antidote". Drugs infused include morphine/hydrochlorid. The pt felt fine after a new refill. The pump was not explanted and not planned to be explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).